Event description:
It was reported during in clinic follow up that the pacemaker exhibited post-paced t-wave oversensing (pptwos). Programming changes were successfully completed. The patient was stable and asymptomatic.